Event description:
I use a dexcom g6 and the adhesive leaves a terrible rash that takes days to heal with multiple treatments of ointment. I have tried different barriers between my skin and the adhesive. Nothing works. FDA safety report ID # (B)(4).